Event description:
It was reported during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) "internal communication failure" alarm was triggered after the device was turned on. The fault remained after restarting. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that the front panel of the machine was damaged and needed to be replaced. The fault has been reported to the hospital and the hospital is waiting to order the front panel. The repair is still pending customer quotation, not clear when customer will agree the repair. This complaint record is being closed and will be reopened and updated once the repair is performed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.